Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, rewind, and basic occlusion tests. The drive support disk was inspected and no anomaly was noted. The device also had a scratched lcd window, cracked case display window corner, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had been alarming motor error since the night before. The customer stated he also received a motor position encoder error alarm. The blood glucose at the time of the incident was 298 mg/dl. The customer was unable to check the alarm history due to the motor error alarm occurring again. Troubleshooting was performed. The device was returned for analysis.